Event description:
It was reported that device displays error message: loudspeaker error it is unknown. If the device was in use on a patient at the time of the event there was no adverse event to the patient or user.